Manufacturer narrative:
The customer reported getting recurrent 10004 & 10005 errors. The philips response center recommended replacing the control pca per the service manual for these errors. The customer ordered a control pca to resolve the issue.

Event description:
The customer reported getting recurrent 10004 & 10005 errors.